Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The power management board was replaced. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system had an internal error. There was no report of patient involvement.